Event description:
It was reported that the color monitor on the 2800 system intermittently goes blank during a case. The 2800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.